Manufacturer narrative:
The unit powered up properly after battery installation. The unit had operating currents within specification. The motor was tested outside the device and passed. The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit did not have a failed battery test, a motor error alarm, or an unexpected no delivery alarm. However, the unit had a corroded battery tube. The unit had a minor scratched lcd window, a cracked case at the display window corners, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump alarmed motor error during the fill tubing sequence. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 225 mg/dl. The customer declined to troubleshoot due to the reservoir being empty when the alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.